Manufacturer narrative:
It was reported that an unknown size navitor valve was implanted and on an unknown date the patient was infected with endocarditis. Also reported that the navitor valve was explanted and a new 23 mm non-abbott valve and 31 mm epic valve were implanted. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. No implant-related factors could be confirmed as information related to the implant procedure was not provided from the account. Based on the limited information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date, an unknown sized navitor valve was implanted successfully. On an unknown date, the patient was infected with endocarditis. On (B)(6) 2025, a 27mm non-abbott valve and navitor were explanted. A new 23mm, non-abbott valve and 31mm, mitral epic valve were implanted. The patient's status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.